Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical territory manager reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of over 1000 mg/dl and 400 mg/dl. Customer also reported that the stuck button alarm and customer stated that they performing a self test but then insulin pump had received hardware low level failure alarm. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with intravenous injection. Customer was currently in intensive care unit. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the did not allege insulin pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to perform the high pressure test. Customer stated that they're not using auto mode. Customer troubleshooting was performed for insulin pump error and high blood glucose level. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed-set.